Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that some led segments do not illuminate and some led segments illuminate intermittently. Corrosion and foreign contaminant identified on portions of the system board likely due to liquid ingress. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that this device has some bad segments on the display. No patient incident reported, and will engage in monitoring. There were no consequences or impact to patient.